Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-00325 / 2015-00368 / 2016-02418).

Event description:
Patient's legal counsel reported that during a revision procedure a femoral shaft fracture occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted that during the revision procedure, the modular head could not be removed utilizing standard technique as it was affixed. Extended trochanteric osteotomies were performed to remove the femoral stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a magnum acetabular cup catalog#: us157856 lot#: 138990.

Manufacturer narrative:
This follow up report is being filed to relay product return date and product evaluation results. (B)(4). Review of manufacturing history for all devices found no evidence of product nonconformance. Dimensional analysis revealed the devices were conforming to print. The head, taper adapter, and stem were still assembled upon return, and the examination was done without disassembling the parts. Examination of the bearing surface of the head revealed evidence of subluxation or dislocation of the joint. However, the wear noted was not excessive as evidenced by a lack of any visible height change or surface relief. Discoloration was observed at the interfaces between the stem and the taper insert and between the taper insert and the modular head. A conclusive root cause of the event could not be determined with the available information.